Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) had the customer replace the illuminator to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the biomed called in to report that the operation room (or) staff was facing an issue with the illuminator. Intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system event logs and noticed an error code 48247 indicating a lamp module was invalid. The isi tse asked the caller to reseat the lamp module without any change. The isi tse asked the caller to replace the lamp, and it worked. The caller stated that they installed the old lamp which had half the hours of use. The isi tse asked the caller to send the new lamp back for an exchange. The procedure was completed with no reported injury. Isi followed up with the reporter and obtained the following additional information: the ports were placed prior to the issue being identified. System functionality was checked upon powering on the system and the system initially powered on without errors. The surgeon was able to complete the robotic procedure in its initial configuration after reinstalling the old lamp. The defective lamp is not available for return to isi as it was kept for further testing, in agreement with the isi technician.